Manufacturer narrative:
A manufacturing evaluation was performed ¿ the DHR for the instrument in question was reviewed and found complete with no irregularities. The adhesive certification was reviewed and the correct product was used, processed and cured per procedure. After analysis of the returned part and review of the records by tecomet, it was determined that the failure is not associated with the manufacturing processes. The cause for the failure of the instrument is not known but it is not due to any manufacturing processes at tecomet. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted.\ the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4) manufactured the handheld rod cutter for 4.0mm to 5.0mm 6.0mm rods, part number (B)(4), lot 7086169. The certification of compliance indicated the lot conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the sterilization process that the screw holding the cutter together fell out and was lost. The surgeon had successfully completed the surgery on (B)(6) 2015, using the rod cutter to cut the rods five (5) times without any issues. After the case, the instrument was placed on the back table, in working condition to be cleaned and sterilized. This is report 1 of 1 for (B)(4).